Manufacturer narrative:
G4: 24sep2020; b4: 25sep2020. The device was in clinical preparation at the time of the issue, however there was no patient involvement and no delay of therapy. The manufacturer's international service technician replaced the motor controller board as well as the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported a power supply error is displayed and cannot be turned off: "failure in 35v power supply." The device was in clinical use at the time of the issue, however there was no patient harm reported. The manufacturer's field service technician confirmed the error and recommended replacement of the power management and motor controller printed circuit board assemblies.